Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while attempting to release the stent, the physician was unable to withdraw the guide catheter due to severe resistance. When the guide catheter was pulled forcibly, it became stretched. As a result, the stent was unable to be deployed. The device was removed from the patient and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked.

Manufacturer narrative:
Investigation results of stent kinked. A visual evaluation was performed and found that the stent was bent, the guide catheter was kinked/bent and stretched, and the push catheter was also bent in several locations throughout. A functional evaluation for stent deployment found that the device failed to deploy the stent. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. With the catheters bound by kinks and bends, when the stent was attempted for deployment, the guide catheter would start stretching at the handle, resulting in failure to deploy the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint.